Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, following the application of a allevyn dressing 7.5x7.5 by a nurse after right breast surgery, a severe allergy was observed with burning that caused 2 parallel cracks corresponding to the 2 vertical edges of the dressing. According to the doctors, the allergy was due to the glue of the dressing. This resulted in the formation of a scar on the patient's breast.

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: it was reported that, following the application of a allevyn dressing 7.5x7.5 by a nurse after right breast surgery, a severe allergy was observed with burning that caused 2 parallel cracks corresponding to the 2 vertical edges of the dressing. According to the doctors, the allergy was due to the glue of the dressing. This resulted in the formation of a scar on the patient's breast. The device was not returned for analysis. We have therefore not been able to confirm a relationship between the event and the device, or identify a definitive root cause. A lot number for the device was not provided, therefore it was not possible to carry out a device history review. However, there is no supporting evidence, provided or available, to suggest a device deficiency, or that the devices failed to meet specifications, at the time of manufacture. A complaint history review (chr) revealed a small number of similar instances in the last 36 months. There is nothing to indicate this is outside of acceptable rates of occurrence. A review of historical records concluded that there are no prior escalated actions related to this product family and the reported event. As the specific device involved has not been identified within the complaint detail, a targeted review of labelling/product IFU cannot be carried out. A clinical evaluation was completed, which outlined the following: as of the date of this medical investigation, the requested clinical documentation and/or photos have not been provided. Definitive contributing clinical factors could not be concluded as the information provided is insufficient to determine whether the patient¿s symptoms, signs and/or outcomes are due to a pre-existing or concurrent medical condition, concurrent adjunctive therapy/treatment, or due to an adverse reaction to a s+n component and/or surgical practice. The patient impact beyond those which were reported cannot be determined. No further medical assessment can be rendered at this time. A risk management review was conducted. This review mitigated the reported issue with no further action or updates required. The probable root cause for this complaint is patient sensitivity; that the patient was sensitive to one or more of the components of the dressing, or that there was a pre-existing or concurrent medical condition that led to the reported event. The users of the reported product are advised to consult the relevant IFU(s), to prevent future occurrences of the reported issue(s). No further actions by smith & nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith & nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. Corrected data: b2 (outcomes attributed to ae).